Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the patient was hospitalized for low blood glucose in (B)(6) 2016 and on (B)(6) 2017. Troubleshooting was declined. Two attempts were made to contact the customer for further information, but she could not be reached. Voicemails with medtronic contact information were left on both occasions. The insulin pump was not returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit was monitored for several days and no unexpected delivery of bolus were noted. Unit was received with cracked case at display window corners, display window, reservoir tube window corners and reservoir tube lip. Unit was received with minor scratched display window, case and keypad overlay. Unit was received with stained end cap sticker.